Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 48 year-old female patient who had essure inserted (lot no. A66675,12564598). The patient had a medical history of urinary incontinence, irregular menstruation, ovulation pain, anxiety, dysuria, vulval irritation, vaginal itching, vulval pruritus, pelvic pain, vomiting, nausea, bleeding genital and fever. Previously administered products included: mirena and bupropion. The patient had a family history of diabetes, heart disease, unspecified and brain tumor. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2912 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2015 as per mr : (B)(6) 2013 discrepancy noted : removal date as per argus (B)(6) 2021 as per mr : (B)(6) 2021 trailing coils: left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2013: negative lot number:12564598 manufacture date: (B)(6) 2013 expiration date: (B)(6) 2016 lot number: a66675 manufacture date: (B)(6) 2013 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 48 year-old female patient who had essure inserted (lot no. A66675,12564598). The patient had a medical history of urinary incontinence, irregular menstruation, ovulation pain, anxiety, dysuria, vulval irritation, vaginal itching, vulval pruritus, pelvic pain, vomiting, nausea, bleeding genital and fever. Previously administered products included: mirena and bupropion. The patient had a family history of diabetes, heart disease, unspecified and brain tumor. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2912 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy,). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2015 as per mr : (B)(6) 2013 discrepancy noted : removal date as per argus (B)(6) 2021 as per mr : (B)(6) 2021 trailing coils: left 3, right 3. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2013: negative the most recent follow-up information incorporated above includes data received on: 29-sep-2023: mr received : lot number added, reporters information patient medical history and lab data were added. Product insertion removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 18-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.